Manufacturer narrative:
Additional information d3, g5 d4 and g5 are unknown. No product information has been provided to date. This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation., corrected data: corrected d1, d2, d4 removed product code from model number, gi and h6.

Event description:
A defective bivona trach was reported. No adverse patient effects were reported.